Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd bactec¿ fx, instrument top, packaged, was placed on the edge of a table and supported with an external bracket of unknown origin. While the user was opening the drawer of the instrument the external bracket and a portion of the table broke loose causing the instrument to fall to the floor. When the instrument fell it struck the user causing unspecified injury. The user received a medical evaluation following the incident for their injury.

Manufacturer narrative:
Investigation summary: complaint was confirmed by the bd service team. Because of the incident, instrument front door fell on the user and the user received a medical evaluation but the user injury could not be confirmed due to lack of information. The investigation consisted of a review of service notes and related complaint data. Customer reported user was opening one of the drawers during the use of the instrument and the instrument fell on the floor as the instrument supporting table was broken. Instrument was damaged badly and it had not been repaired or replaced. A pre-inspection visit was done by bd service team and recommended that instrument could be repaired. Bd service team is waiting for the customer confirmation about the table modifications to ensure the pre-installation conditions complies. Investigation conclusion: trends for safety issue is 1 complaint / month as of december 2018. As of 30nov2018, there have been 0 complaint alleging during the month of november 2018. The alert and action levels are, 2 and 3, respectively. As these complaints are reviewed and confirmed/unable to be confirmed safety issue, the trend will be assessed against the action/alert levels and quality will take required action per baltdop0172 rev. 24 in the december 2018 complaint trend report. There is no trend and no further action will be taken at this time. This complaint is captured in the hazard analysis baltrmbactecinstraph rev. 8, under row ID 13.5 and severity level 1. Balttf0054 technical file - bd bactec fx, documents the seven (7) applicable standards the instrument conforms to, including the following: en61010-1:2001, safety requirements for electrical equipment for measurement, control, and laboratory use iec 61010-1:2001, safety requirements for electrical equipment for measurement, control, and laboratory use. Root cause description: instrument supporting table broke while using the instrument (customer induced). Bd service team will repair the instrument and install the instrument for the customer. The bd bactec fx has been designed and manufactured in such a way as to reduce, as far as possible, the risks of electrical shock, explosion, fire, spread of fire outside the instrument, elimination or reduction of the sources of ignition within the instrument, and containment of a fire within the instrument, should it occur. Rationale: there is no trend and bd quality will continue to closely monitor trends associated with instrument tips over.

Event description:
It was reported that a bd bactec¿ fx, instrument top, packaged, was placed on the edge of a table and supported with an external bracket of unknown origin. While the user was opening the drawer of the instrument the external bracket and a portion of the table broke loose causing the instrument to fall to the floor. When the instrument fell it struck the user causing unspecified injury. The user received a medical evaluation following the incident for their injury.